Event description:
The surgical team was taking the specimen out of the port site with an endocatch bag, the pressure from them pulling the bag through a small hole made the endocatch bag rupture. There was only one piece of the bag that broke off into the patient's body and it was found and removed from the body. When looking at the bag and the piece that broke off, it did appear that the whole bag was there. An x-ray needed to be performed, although the endocatch bag is not radiopaque. X-ray was performed of the abdomen and pelvic. X-ray was read by doctor which confirmed that he did not see any retained foreign objects.